Event description:
Customer complaint received regarding wrong disinfectant type calibration made to system 83 + endoscopic reprocessor. Investigation of complaint revealed that customer had provided wrong disinfectant type which led to the calibration error. Svc tech was dispatched immediately and calibration error was corrected to indicate the proper disinfectant and parameters. Although unlikely, this condition can put a pt at risk for infection if the colonoscope is not immersed in the facility's choice of disinfectant solution for the prescribed time suggested by the MFR. Any such info must be accurately supplied by facility personnel and calibrated into the system 83+ at time of initial installation and prior to use using the prescribed parameters dictated by the disinfectant MFR. It is not known how may pts may have been put at risk.